Manufacturer narrative:
(B)(4). The analysis results confirmed that the pxw35 device was received with insufficient cartridge weld and one staple jammed in the cartridge nose. In addition, the precock mechanism was noted to be damaged. No functional test could be performed with the device. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypasses the anvil resulting in unformed staples. The device was disassembled to verify the integrity of the internal components and the precock ribs were damaged. While no conclusion could be reached as to how the precock mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a procedure, the staple was fed sideways and the staple was malformed from the 15th firing. Also, the doctor felt that the trigger did not return to the home position smoothly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.